Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received 18-nov-2025: patient had attended for line bloods and dressing change. Leakage noted. This line was inserted on 15/10 and fracture noted on the 20/11. Patient had chemotherapy (carboplatin and paclitaxel) on 17/10. External measurement was 12cm whilst the fracture was noted around 10cm mark.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. Two opposite, longitudinally aligned splits were observed along the catheter shaft at the 10 cm depth marker. Compression damage was observed at the 10 cm depth marker. A microscopic observation of each of the two splits showed sharply formed fracture edges and a granular fracture surface. Compression indentations from a securement device were observed just proximal to the splits. This failure was determined to be caused by compression damage, likely from a securement device or maintenance techniques. Observation of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient attended for chemotherapy treatment, and on flushing the existing PICC line, leakage was immediately noted. The line was removed in full and confirmed intact. A visible fracture was observed approximately 11.5 cm from the insertion site inside the patient body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.